Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of bur breakage was confirmed. A device history record (DHR) review was performed and all manufacturing specifications were met during the time of manufacture of this product. The device was sent to the product engineering group who concluded that on inspection of the returned bur there are wear marks on the flutes of the bur. It is likely that this part of the bur came into contact with a hard material likely metallic object in the surgical site during use. This contact wear resulted in the bur breaking. This bur breakage is as a result of metal contact causing the bur to fracture on the flutes. The associated devices IFU's state that the device and associated handpieces are "are intended to cut bone and bone cement"

Event description:
It was reported that during a surgical procedure, the bur broke in the patient. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur broke in the patient. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.